Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a company representative who reported they were first aware of the issue on the date of surgery which was (B)(6) 2015. The device was returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) via representative noted the patient's device system delivered morphine. The concentration, dose, and lot numbers were unknown and the lot number reported as unobtainable. The patient's indications for use were non-malignant pain and failed back surgery syndrome. The patient reported to his physician that he felt over and under medicated and felt dizzy at times. A dye study and volume check was conducted. The dye study showed a patent catheter and the volume check was correct. The dates of these checks were not available. A pump replacement was initially being considered, unknown if it was planned and it was unknown if the issues was resolved at the time of the report. The pump was initially reported as implanted and in-service. The patient was reported as "fine". Further information was later received which indicated the physician reported the pump was underinfusing and reported a discrepancy of 5-6 ml at the time of refills. This had occurred at least twice, dates not provided. Although "no interventions" were reported, the pump was ultimately explanted and replaced. It was also now reported that the explanted pump had infused hydromorphone with a concentration of 5 mg/ml at a dose of 1.7 mg/day and bupivacaine with a concentration of 5 mg/ml at a dose of 1.7 mg/day. Both lot numbers were unobtainable. The medical history was requested but not available. At the time of the report the patient's status was reported as alive-no injury. A request was made to verify the infused medications. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump found no anomalies. As received, the pump reservoir was empty and left running in minimum infusion mode. Dispense testing passed. Destructive analysis performed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.